Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for an error, the battery was changed several times and the insulin pump eventually came back on, but the buttons were unresponsive. The blood glucose reading was not know. The customer reverted back to manual injections. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was returned for pump error 25; detailed trace analysis has confirmed alarm 25 was triggered when the backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had normal operating currents. All buttons functioned properly. No damage was found in the keypad assembly noted. No unlocked printed circuit board keypad connector during our visual inspection. The insulin pump passed the leak test. The insulin pump had scratched case, pillowing keypad overlay and minor scratched lcd window.